Event description:
This device was implanted, and later that same day, there were multiple episodes of loss of capture. The competitive lead was replaced. Loss of capture was noted again later that day. The physician chose to replace the whole system because the patient was not receiving therapy. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker was inspected visually revealing no anomalies, particularly the header of the pacemaker. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the is-1 standard specifications. Also the spring elements of the pacemaker did not show any deviations. Next, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analyzed indicating no deviations. The battery was found to be fully charged. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.